Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient was revised approximately 2 years post-implantation due to pain, swelling and loosening of the tibial component. A bone scan performed post-operatively revealed the cement had loosened from the tibial component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00498.